Manufacturer narrative:
This event is being reported by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed based on the account admitting to cutting the wires for the battery pack. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that action is currently in process to directly address customers cutting the battery cable. The root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record could not be performed as no lot number was provided for the complaint. Product examination could not be performed as no product was returned for this complaint. However, photos provided by the customer confirm the reported event. This complaint is confirmed. The reported event claimed that the battery pack exploded during surgery. Follow-up later determined that it was after surgery and the wire had been cut that this occurred. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported on (B)(6) 2016 that a zimmer pulse lavage was used during a routine total knee arthroplasty procedure. The battery pack attached to this unit was hung outside the sterile field on an IV pole. Following the surgery, the lavage handpiece was disconnected from the battery pack by cutting the wires connecting these two pieces. The lavage was discarded with the drapes, while the battery pack remained hung for a number of hours. When the battery pack was discovered still hanging from the IV pole, the unit was ¿hissing¿ and very hot to touch. Upon examining the inside of the battery pack, black debris and evidence of melting can be seen. Additional information was received on (B)(6) 2016 stating that the event occurred after surgery (cutting the wires) on (B)(6) 2016. There was no harm, injury or adverse event to the patient or operator and there were no contributing conditions related to the event. No medical intervention/additional surgical procedure was required and there was no delay or extension in surgery time. The proper surgical technique for the product was utilized; however the instructions for use were not followed.